Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that his blood glucose level was 452 mg/dl. The insulin pump alarmed no delivery. He treated his blood glucose level with a bolus using the insulin pump. The no delivery alarm was resolved by an infusion set change. The device was not returned.